Event description:
It was reported that review of a stored ventricular tachycardia (vt) episode in this cardiac resynchronization therapy defibrillator (crt-d), premature ventricular contractions (pvcs) and intermittent lvp-inhibit markers were observed. Additionally, a health care professional (hcp) reported that the physician was concerned that lvs activity followed by right ventricular (rv) lead pacing at the maximum tracking rate with lvp-inhibit, could be causing the arrhythmia, however, this was unable to be confirmed based on review of the stored episode. Technical services (ts) discussed possible scenarios and programming options. The hcp reported that the physician wanted to program biv trigger on during ventricular rate regulation (vrr). Ts discussed that option, and discussed the possibility that it will not change pacing since the lvs came first. The physician opted to program biv trigger on and continue monitoring. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that review of a stored ventricular tachycardia (vt) episode in this cardiac resynchronization therapy defibrillator (crt-d), premature ventricular contractions (pvcs) and intermittent lvp-inhibit markers were observed. Additionally, a health care professional (hcp) reported that the physician was concerned that lvs activity followed by right ventricular (rv) lead pacing at the maximum tracking rate with lvp-inhibit, could be causing the arrhythmia, however, this was unable to be confirmed based on review of the stored episode. Technical services (ts) discussed possible scenarios and programming options. The hcp reported that the physician wanted to program biv trigger on during ventricular rate regulation (vrr). Ts discussed that option, and discussed the possibility that it will not change pacing since the lvs came first. The physician opted to program biv trigger on and continue monitoring. No additional adverse patient effects were reported. This device remains in service. It was reported that the patient expired with no further complications reported. The device was explanted and returned for analysis.